Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, that patients mother noticed the sensor wire was bent and attached to the adhesive pad. The patients sensor was inserted into the arm. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).